Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning the initial implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient has a preexisting right side si joint/spinal construct. In (B)(6) 2020 the surgeon performed a right side si joint arthrodesis on the patient where three implants were installed. The patient later reported right side radicular pain. The surgeon determined that the cranial positioned implant was malpositioned and touching a preexisting iliosacral screw causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the cranial positioned implant using chisels and replaced it with a shorter, and wider, implant of the same type using the explant void. The preexisting middle and caudal positioned implants were not adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.